Event description:
It was later reported the patient was seen on (B)(6)-2014 and they were doing well and were happy with their new implantable neurostimulator (ins). Additional information stated the ins was explanted due to normal battery depletion. Additional information from the healthcare provider stated the device was replaced on (B)(6)-2014 and the patient¿s therapy was working well at the time of report

Event description:
It was reported that the neurostimulator (ins) battery was showing low. It was noted that patient was running the amplitude higher than interstim setting. It was indicated that since (B)(6) 2013, patient had lost efficacy and therefore increased their amplitude. The health care provider (hcp) was going to be replacing the battery and revised the lead placement. Additional information reported 8 days later that the ins replacement and the lead revision was planned. It was unclear if it was a malfunction of the ins or a normal battery depletion . Additional information reported a week later that patient was getting a new lead and ins on the day of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3889-28, lot# v188964, implanted: (B)(6) 2009, product type: lead. Product ID: 3889-28, lot# v188964, implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).